Event description:
Per independent repair center statement, the units alarm will not function. The key failure was the tie wraps were leaking. Additional malfunctions include the power switch was defective.